Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported aortic insufficiency, fatigue, and shortness of breath could not be conclusively determined through this evaluation. Review of the submitted log file did not confirm elevated power, and a specific cause for the reported power elevations could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2025. The fixed speed was set to 9400 revolutions per minute (rpm) with a low-speed limit of 9000 rpm. Power and estimated flow ranged from 5.1-6.3 watts and 3.9-6.1 liters per minute respectively. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. B and the heartmate ii patient handbook rev. C, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, that may be associated with the use of the heartmate ii lvas. Section 1 also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Aortic insufficiency did not exist pre-left ventricular assist device (lvad) implant. It was unknown if a device related issue caused or contributed to aortic insufficiency. The patient had experienced fatigue and shortness of breath. The cause of the elevated pump power was not identified. The plan of care was continuing to be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had increasingly high powers on interrogation. Log files were sent for review. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment had operated as intended. The patient experienced no symptoms. The patient had mild/moderate aortic insufficiency.